Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Overheating of device or device component. No patient involvement. The device was returned for evaluation and repair. The device was received in a non-functioning condition and therefore, the temperature could not be tested. The evaluation found deterioration of parts and the internal motor was found affixed to the housing. Parts were replaced and the device repaired/tested to manufacturer specifications, and returned to the customer.

Event description:
It was reported that the device was being prepared for a procedure and once it was powered on it heated up rather quickly and it was noted that the device was in need of maintenance; therefore, it was set aside and an alternate drill was used for the procedure instead. There was no patient involvement.